Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 21.1 mmol/l. Customer cannot rewind the pump without receiving a motor error. Insulin pump will need to be replaced. Customer was asked to return the pump for analysis. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump had constant motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to constant motor error alarm. Pump has cracked lcd display window, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, crack on the reservoir tube window, broken belt clip slot, and missing end cap sticker. (B)(4).